Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2 country: china. The reported event occurred before the sterility expiration date. The device was returned with the batteries removed from the pack. Functional testing found the device did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found electrolyte leaked inside of the pack. There did not appear to be damage to the wiring of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery, the unit did not work properly due to low pressure. There was no harm or injury to patient as there was no patient involvement. During product evaluation, it was found electrolyte leaked inside of the pack. Due diligence is complete. No additional information is available. There was no adverse event associated with this malfunction.